Event description:
It was reported that during a stent graft placement procedure in the moderately calcified left iliac artery, the stent allegedly encountered during the release process and could not be released further. It was further reported that the catheter was allegedly bent. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was not returned for evaluation but provided photos show the outer sheath of the delivery catheter fractured which leads to confirmed results for sheath fracture. It was reported that an 8f introducer/0.035" guidewire were used for access, no abnormality was found on the device prior to use, there was no severe bending of the tracking vessel, the lesion site of use was moderately calcified, the guidewire was unobstructed, the lesion site was pre-dilated and the stent system was properly flushed before use. Based on the provided information and the evaluation of the provided photo, the investigation is closed with confirmed results for sheath fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. The instructions for use states: "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the instructions for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, the instructions for use states an "appropriate introducer sheath" and "0.035 inch (0.89 mm) diameter super stiff guidewire" are standard materials to be used with this device. The packaging pictograms indicate an introducer size of 8f and a 0.035" guidewire. Pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician. H10: g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the moderately calcified left iliac artery, the stent allegedly encountered during the release process and could not be released further. It was further reported that the catheter was allegedly bent. The procedure was completed using another device. There was no reported patient injury.